Event description:
Alligators bx. Forceps (item#88331) model #fb-211d 6zk exp 2021 forceps were applied to endobronchial tissue and tissue removed. Scrub opened forceps to release tissue and wire protruded from and of forceps. Forceps would no longer open or close. Scrub reported that earlier the forceps were slow to open and close.